Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have blood glucose of 350 mg/dl. Customer was able to lower blood glucose by changing set. Customer states this issue happens every two years and have never reported until now.